Event description:
Patient called alleging that their meter does not power on. Patient did not experience any symptoms. Patient replaced the batteries and still meter did not power on. Patient did not seek medical attention or call their md. Patient tested on another brand meter and obtained a 112mg/dl. Patient took insulin based on the 112mg/dl reading. Customer service made sure that the batteries are correctly installed and meter still does not power on. Batteries were replaced less than a year. Customer service was unable to resolve the issue and sent patient a new meter.